Event description:
Reporter indicated a patient was having increased cluster seizures. No trauma or patient manipulation occurred, and there had been no recent medication changes or illnesses. The level of the seizure increase in relationship to pre-vns baseline seizure levels was unknown. The increased seizures were felt to possibly be due to a depleting vns battery, but the generator was not at end of service. Vns generator replacement is possible, but has not occurred to date. The vns "off" time was reduced from 5 minutes to 3 minutes. No other interventions are planned.